Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 % stenosis degree) in a severely tortuous segment of the proximal lcx. After pre-dilation, the affected device was introduced by use of a 6f guideliner guiding extension catheter but failed to cross the lesion. During withdrawal into the guiding extension catheter, the stent dislodged from the delivery system. The delivery system was withdrawn from the patient together with the guiding extension catheter and the guiding catheter as one unit. The target lesion was treated with a 3.5/18 orsiro mission. Both the complaint device and the stent were discarded at the hospital.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined number of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the inner diameter of the 6f guideliner v3 extension catheter is 0.056" (1.42 mm) and therefore fulfills the requirements specified in the orsiro mission IFU.